Manufacturer narrative:
The access sheath will not be returned for evaluation as it was discarded by the user facility after the procedure. The exact cause of the reported event cannot be determined.

Event description:
The manufacturer was informed that during a ureter procedure, the access sheath broke and perforated the patient¿s ureter. The injury was treated during the procedure. The intend procedure was completed. The procedure was delayed an additional 30 minutes. The patient is doing well and under observation pending review.

Manufacturer narrative:
The event occurred at the beginning of a flexible ureterorenoscopy (urs) procedure for diagnostic of the pelvic kidney. The injury was detected with the flexible scope. Treatment was provided to the patient but no further details were provided. As a result of the extended procedure, the patient required additional anesthesia. It is unknown if the patient was held for observation but the patient was discharged with no additional treatment. Additionally, the device was inspected prior to procedure and no anomalies were observed. The doctors do not know what the probable cause of the "ruptured" access sheath was as it was noted to be used as they always do. The facility has used 85 units of the uropass since january 2019. As previously reported, the device was discarded following the procedure and the lot number was not identified; therefore the cause of the reported event is unknown.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the investigation results. The referenced device was not returned for evaluation; therefore, the reported event could not be confirmed. A review of the device history record could not be performed as no the lot number for the device was provided. Based on investigations of the failure mode of tip breakage, it was determined that the failure mode to be linked to non-uniform blending of the radiopaque additive to the base material, which creates a localized compromising affect for buckle strength. The non-uniform blending is a random occurrence across all french size and length offerings, nor is it lot specific.